Manufacturer narrative:
Vyaire medical file identification: (B)(6). A vyaire field service representative(fsr) evaluated the device onsite and ran est (extended systems test)on the unit.iwas failing the o2 (oxygen) test. The fsr replaced the o2 cell andran the unit for about 20 minutes on default settings. No alarms came up and the unit did not autocycle.the fsr performed ovp (operational verification procedure) and the unit passed vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical high fraction of inspired oxygen alarm on the avea ventilator. At this time,there is no information regarding patient involvement associated with the rpeorted event.